Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the first firing sequence the tip of the advancer slit toward the tissue stop causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. The remaining clips were conforming according to our manufacturing specifications. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. Finally, the device locked out as intended but the orange indicator was not completely visible. This finding is not related to the incident reported. Please note that an investigation was initiated to address the potential root cause of jaw opening issues. During this investigation advancer bypass was identified as one potential root cause; therefore, advancer bypass is being evaluated in this investigation. In addition, an investigation has been initiated to address the potential root cause of the sticking issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device malfunctioned while using and the jaws would not open. The device was pulled off the tissue. No tissue damage was noted. The device was removed from the field and another one was used to complete the procedure.